Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 16-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to moisture entering through the chipped curved rubber adhesive, water entering through the vent, or the objective lens appearing to be cloudy due to dirt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also found the surface of the insertion tube and the control body demonstrated wear and physical stress. The scope connector was deformed/damaged, due to physical stress such as being dropped. The adhesive in the bending section was deteriorated, likely due to the cleaning, disinfecting, and sterilization processes over time. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image was cloudy. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. The device inspection and testing confirmed the reported image issue, and found it was due to moisture in the objective lens. This report is being submitted for the malfunction found during the evaluation.